Manufacturer narrative:
(B)(4). Date sent: 01/04/2021. D4: batch # unknown.

Manufacturer narrative:
(B)(4). Date sent: 01/19/2021 d4: batch # u5cg5e h6: component code = others (g07) device analysis: the analysis results found that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. Although it reportedly took some manipulation of the indicator position in the green zone. The device was test fired couple of times with the indicator in the middle of green zone to replicate the experience. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a proctocolectomy the surgeon attempted to fire the device after dialing it to the center of the green zone and it would not fire. The battery was removed and reinserted and this did not fix the problem. The rep suggested dialing the knob a little past center and the device was able to be fired. The procedure was completed with this device with no patient consequences.